Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had watchdog timeout alarm. The customer¿s blood glucose was unknown. The customer reported that they had tried to change batteries, but alarm sill occurring. The customer had discontinued from the insulin pump and reverted to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump after battery installation unit gave a full segment display anomaly, problem isolated to interface board. Unable to perform operating currents, self-test, unexpected restart error, rewind, basic occlusion, occlusion, prime/unexpected restart error, excessive no delivery and displacement tests or verify a13/e13 alarms due to full segment display.